Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On (B)(6) 2011, the reported injury happened. The report date was (B)(6) 2011 and said the guide wire found in place when triple lumen femoral line removed. Guide wire removed without incident although the reported outcome stated that it required intervention. The report state that the event type was injury - that required intervention. The device was removed on (B)(6) 2011. The date of device placement was (B)(6) 2011. No add'l info or images have been provided to assist in this investigation. Add'l info received on (B)(6) 2011: the procedure was insertion of a central line into a male patient. There is no imaging available. The pt required an interventional radiology procedure to remove the guide wire but no other adverse outcome resulted. Guide wire removed without incident.